Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found a tear on the optic and haptic. A piece of haptic was missing. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that before inserting a cc4204a collamer single piece lens, +19.5 diopter, into the eye a tear was noticed. There was no patient contact or injury and the backup lens was implanted.